Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was testing in settings mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began two weeks prior to contacting lifescan. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink in response to the alleged issue. The patient reported developing symptoms of "shaking, legs and feet heart, blood pressure high" two days later. The patient denied receiving any treatment for these symptoms. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.